Manufacturer narrative:
The vitrectomy probe will return for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "failed to cut" (failure to cut). The customer reported vitrectomy probe failed to cut during surgery. The probe was switched out and the case was completed as planned. No pt injury was reported.